Manufacturer narrative:
The powerlift stirrups subject of the reported event were returned to the supplier for evaluation. The supplier's evaluation found no issue with the function or operation of the stirrups; the reported event could not be duplicated. The powerlift stirrups instructions for use states, "the boot has a self-adjusting design to protect the calf during raising or lowering of the legs. It is free floating and moves with the patient's leg as needed." A steris account manager performed in-service training with user facility personnel on the proper use and operation of the stirrups. No additional issues have been reported.

Manufacturer narrative:
Investigation in progress. The devices subject of the reported event are being returned for evaluation (serial numbers (B)(6)). A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their powerlift plus stirrups would not remain in the lock position. The procedure was completed successfully without report of delay. No report of injury.